Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds post coronary artery bypass graft procedure. It was deter mined that the lead had dislodged during the open heart procedure. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.